Event description:
Reportedly, it has be noticed that after the measurements of thresholds and impedances at implant, the values do not appear in the overview page. It happens only sometimes. It has also be noticed that the smartview connect transmissions do not display the measurements done at implant. Is this behaviour normal? What should be done in order to ensure the measurements are stored? The users say that they perform the threshold and click on the save button and the values are not always displayed on the overview tab.

Manufacturer narrative:
The review of provided data confirmed the reported issue. The analysis of the files of three alizea dr implantable devices were performed. When the mode is ventricular pacing mode and the electrical tests are performed on the atrial lead, the results of the tests are not recorded. This is a normal behaviour. To get the atrial test results recorded, ddd mode or safer mode should be programmed. Before saving the data or leaving the session, it is recommended to wait for all the data to be displayed/read if the user wants to record them. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, it has be noticed that after the measurements of thresholds and impedances at implant, the values do not appear in the overview page. It happens only sometimes. It has also be noticed that the smartview connect transmissions do not display the measurements done at implant. Is this behaviour normal? What should be done in order to ensure the measurements are stored? The users say that they perform the threshold and click on the save button and the values are not always displayed on the overview tab.